Manufacturer narrative:
Summary of evaluation: the examination results verified the laxity complaint but not the amount of movement reported and suggest that this event is likely related to tolerance variations and extremes.

Event description:
There was 1-2mm of movement of the insert in the baseplate. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.